Event description:
Pt underwent lasik ou (B)(6) 2019. Developed dlk od, steroid pf increased to qhr od. Flap lift (B)(6) 2019 od. (B)(6) 2019 po vasc 20/40 od, 20/20 os. Rxm od no improvement. Will continue to monitor as epi remodels. Ar approx +2.50 at this time.